Event description:
It was reported that the ventilator generated an alarm indicating insufficient ventilation. There was no patient harm reported. Manufacturer's ref. #: 937193

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, discrepancies were detected between inspiratory and expiratory values of the delivered gases. The device was checked and no malfunction was found. The device was delivered to the user in working condition. According to the technician the leakage was caused by incorrectly connected patient circuit with used humidifier. It was confirmed that the user is aware how to use the device in proper way in order to avoid the similar scenario in the future. Our conclusion is that the incorrectly connected patient circuit was the cause of the leakage and there was no technical malfunction of the ventilator. However, the root cause to why parts were incorrectly connected has not been established.

Event description:
Manufacturer's ref. #: (B)(4).